Manufacturer narrative:
Evaluation summary: device was not received for evaluation. Four representative samples arrived. The returned sample met specification as received. The visual inspection found no notable conditions. All the representative capsules are new with bag. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach. There was no patient and user harm.